Manufacturer narrative:
(B)(4). This complaint is reported for a leak during patient use. This complaint was not confirmed. A root cause was not determined because a sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A patient reported a leaking cycler drainage set. This was noticed after therapy was completed in the morning. The patient stated the discharge bag was leaking, and that the sample was not available. No injury or medical intervention was reported.